Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for unrelated issues. Upon investigation, noise episodes were noted. There appeared to be bradycardia/pause prior to the noise episode. Four different maneuvers were performed to rule out muscle stimulation interference. Very slight interference that was not marked and resulted in no noise events were noted. Further investigation noted large r-waves. The info was reviewed and suggested noise was from lead on lead insulation. Small p-waves were also noted. During further evaluation of the noise episode, gain was increased and found waves marching through. The device's current programmed settings would had made it unable to see the waves. The electro physician elected no further intervention. The patient was stable.